Event description:
It was reported that the implantable cardiac monitor (icm) was undersensing of premature ventricular contractions on pause episodes. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.